Event description:
The following description of the event is a summary of all of the information that has been provided to carefusion by the distributor in vietnam. Per the distributor, the user facility reported that a patient was on an avea ventilator when the patient's condition deteriorated. The doctor attempted to adjust the avea settings however the user interface module would not respond to touch commands. The patient was transferred to a replacement avea ventilator however due to the patient's preexisting condition she continued to deteriorate and 15 minutes later expired.

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). Based on the current available information provided by the user facility, the user interface module not responding to touch commands was not the cause of the patient's death. The user facility reported that the patient was a breast cancer patient that was undergoing chemotherapy in addition to being diagnosed with hyponatremia and that the primary cause of death was cardiac arrest, secondary cause of death was respiratory failure. The distributor, positive electronics company, evaluated the device and determined that the most likely root cause of the reported frozen screen was a faulty user interface module. On (B)(4) 2013, carefusion sent a replacement user interface module to the distributor for them to repair the device. The alleged faulty user interface module was received by carefusion on (B)(4) 2013, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete, a follow-up medwatch will be submitted.